Event description:
Dealer states the left side upper support of the elevating legrest broke. Dealer has not seen the chair going by what the consumer told them. The elevating legrest was added after the chair was ordered.